Event description:
It was reported that during an unk procedure, the clip was not fed into the jaw properly at the third firing. The third clip was teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/03/2009. Info is unavailable; device was not returned for eval.